Manufacturer narrative:
Journal article: periprocedural and long-term outcomes of stent implantation for de novo subclavian artery disease. Doi: 10.1177/1538574418824444. If information is provided in the future, a supplemental report will be issued.

Event description:
The purpose of the current study was to investigate the periprocedural and long-term outcomes of stent implantation for de novo subclavian artery (sca) disease. Patients with de novo sca lesions who underwent evt procedures were included in the analyses of periprocedural outcomes. Assurant cobalt stents, driver bare metal stents and resolute integrity drug eluting stents were among the stents implanted. Clinical outcomes reported included stenosis, restenosis, occlusion, re intervention of the target vessel, distal embolism, dissection, pseudoaneurysm at access sites, hematoma at access sites, death and stroke.